Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring greater than 600 mg/dl. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The reporter stated that the patient alleged receiving a call service alarm while sleeping and did not hear the alarm; the patient is reported as being a ¿sound sleeper¿ and does not hear the pump alarms when sleeping. As a result, the patient woke with hyperglycemia. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with a call service alarm issue.